Event description:
It was observed that during the device evaluation, the camera head exhibited dirt on adapter and loss of water tightness from cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the dirt on adapter could not be established, whereas the damaged cable unit led to loss of water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.